Event description:
Same case as 6000093-2006-00591, 6000089-2006-00561. It was reported that 80 days after a coronary artery drug eluting stenting procedure the pt experienced unstable angina & shortness of breath. Lesion 1 was located in the proximal right coronary artery (prox rca) and was treated with two taxus express2 8.8% 3.0 x 20mm drug eluting stents with an unk overlap in the target lesion. Lesion 2 was located in the distal right coronary artery (dist rca) and was treated with a taxus express2 8.8% 2.75 x 20mm drug eluting stent in the target lesion. 80 days after the initial procedure the pt returned to the hosp with unstable angina and shortness of breath pci to the prox rca was attempted but was unsuccessful.